Event description:
The account alleged the nurse call did not function. No pt impact.

Manufacturer narrative:
The account alleged the nurse call was deactivated, the account does not known how the nurse call was deactivated. The account turned the nurse call functions back on to resolve the issue.